Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems and vaginal scarring. It was reported that on (B)(6) 2013, the patient underwent excision of mesh due to pain and erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.